Event description:
Railing of stryker cup pediatric crib came down when child placed her weight on the railing. The railing was believed to be in the full up position and locked. It was noted that the child's parent had hung two bags full of heavy books on the actuating handle of the railing that came down. Post event another same crib type was tested with a 25 lb weight hung from the handle was noted to be partially displaced in the direction, it would move if the handle was being used to unlock the railing.